Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 246 mg/dl at the time of the incident. The customer's blood glucose was 436 mg/dl at the time of hospitalization. The customer stated that his blood glucose was 190 mg/dl and woke up with 287 mg/dl prior to the hospitalization. The customer also reported that he could not breathe. The time of the hospitalization was 5pm and the date of the hospitalization was (B)(6) 2015. The customer stated that the insulin pump was not removed. The customer stated that he was on insulin drip. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.